Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a patient was inserted with an impella cp without any issues. While on support, labs were hemolyzed and the patient's right lower extremity was cold with no distal pulses. The patient was brought to the operating room for escalation to an impella 5.5. Right axillary was cutdown and the graft was sewn. The impella cp was pulled into descending aorta on p1. Unsuccessful placement of the impella 5.5 over 0.018 wire was attempted and left ventricle access was lost. After looking at transesophageal echocardiogram again prior to obtain left ventricle access again, there was concern for a new left ventricle thrombus and impella 5.5 placement was aborted. The impella cp was then removed by vascular surgery via femoral cutdown and the patient remained on peripheral venoarterial extracorporeal membrane oxygenation.

Manufacturer narrative:
The investigation of hemolysis, limb ischemia, and thrombus has been completed. Complaint device not returned for analyzing. No more details provided regarding attempts to resolve the reported hemolysis issue since they planned to escalate to 5.5. Data log reviewed: motor current (mc) spikes observed during impella support. First spike occurred after 4hrs of support followed by resolved impella stopped- mc high alarm and couple spikes at last 3hrs of support followed by drop in flow and placement signal trending up toward the end of support. Also purge pressure spike seen prior first mc spike. Failure mode temporary pump stop added due to data log observation (resolved impella stopped- mc high alarm). Hemolysis: the cause of hemolysis issue most likely was biomaterial ingestion. Temporary pump stop: the cause of the temporary pump stop issue most likely was due to biomaterial ingestion. Limb ischemia and thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.